Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result from one pt sample, that was generated by the access 2 immunoassay system instrument. The elevated accu tnl result was 2.93 ng/ml (above the ami cut-off). The result was reported out of lab. No additional info regarding this event is provided.